Event description:
I used thermacare back wrap and placed it on lower back for 8 hours, and it caused 2nd degree burn my entire lower back which needed medical attention. Back pain. Issued by worker compensation provider.